Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and u rinary/bowel dysfunction. It was reported that they noticed after a couple of days after implant, they felt a vibration, almost like a vibration and it bothered them. Patient said they have been taking ibuprofen because it is setting off their sciatica. Patient se rvices reviewed therapy optimization information, stimulation sensation information, control equipment general use and function and recommended patient decrease stimulation to a comfortable level. During the call pt was successful to synch with their implant and decrease by one tenth confirming it was comfortable and they would leave it there. Patient services redirected to their doctor. .